Manufacturer narrative:
The following fields have been updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 29-sep-2023. Investigation summary: three mz5303 samples were received in sealed packaging for investigation; two samples were from lot 22069399 and one sample from lot 23019170. The feedback provided by the customer suggests the tubing on the maxzero extension set was yellow in color. A visual inspection of the returned samples confirmed the customer's experience, as the samples received from lot 22069399 had a yellow tinge to the tubing, whilst the sample from lot 23019170 had clear tubing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 22069399 and 23019170 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that yellow discoloration of the tubing can typically occur after irradiation sterilization and the degree of discoloration can change over time and under certain storage conditions. This type of discoloration does not however affect the functionality of the device and therefore is considered to be a cosmetic defect. Although this is considered to be a rare occurrence, the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz5305 product in the international market over the past 12 months.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced foreign matter. The following information was provided by the initial reporter, translated from french to english: yellow tubing.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced foreign matter. The following information was provided by the initial reporter, translated from french to english: yellow tubing.

Manufacturer narrative:
H6: investigation summary: a mz5305 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22069399. The feedback provided by the customer suggests the tubing on the maxzero extension set was yellow in colour. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22069399 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that yellow discolouration of the tubing can typically occur after irradiation sterilisation and the degree of discolouration can change over time and under certain storage conditions. This type of discolouration does not however affect the functionality of the device and therefore is considered to be a cosmetic defect.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) experienced foreign matter. The following information was provided by the initial reporter, translated from french to english: yellow tubing.